Event description:
On (B)(6) 2009, the pt reported experiencing an air bubble in the insulin cartridge of her infusion device. She stated that the air bubble was not present when the cartridge was initially filled. She stated that she thinks the insulin is typically at room temperature when the cartridge is filled. She was assisted in performing the change cartridge procedure. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was requested to be returned for evaluation.